Event description:
On (B)(6) 2010 this (B)(6) year old female underwent a total left hip arthroplasty under doctor (B)(6). A stryker rejuvenate modular stem and neck device was implanted. The patient became symptomatic with her hip and went to see doctor (b)64). On (B)(6) 2014, patient underwent revision of the left hip and had the stryker rejuvenate device explanted by doctor (B)(6). Extensive debridement of the joint was done.